Manufacturer narrative:
(B)(4).

Event description:
Blood glucose was 330 mg/dl.

Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. A supply change was performed to resolve the issue. Reportedly, the customer uses fiasp insulin. There was no reported impact to the customer's blood glucose level.